Manufacturer narrative:
(B)(4).

Event description:
Early sensor expirationper call review, updated code to 123. Pt stated that he stopped the prior session and started new sensor, got some readings and then got the early sensor expiration alert. (B)(4) 2019 please disregard any tsq other than the 123.